Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with fever and positive blood cultures within 24 hours of hospital discharge. Cultures eventually grew (B)(6). Over the course of a 3-week hospitalization, patient continued to have fevers despite IV antibiotics. We were unable to isolate the source despite cat scans, pet scan, lumbar puncture; lvad-related infection was presumed; bacteremia eventually cleared, and patient was discharged. Patient represented to hospital with (B)(6) bacteremia/fevers/tachycardia. Repeat infection workup included cat scan and pet scans which revealed fluid collection with gas around the lvad pump/outflow graft. Surgical I&d was performed using subxyphoid approach; purulent fluid was drained, and IV antibiotics were continued. These efforts suppressed the bacteremia for a period of ~ 3 weeks. Patient is not a candidate for lvad exchange or heart transplant due to comorbidities. Family decided to pursue palliative medicine/do-not-resuscitate.